Event description:
The pt reported that the pump dispenses insulin from the cartridge during the load step. The pt mentioned a blood glucose level of as high as 400 mg/dl but did not mention any symptoms. The situation is not indicative of a serious diabetic injury.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.